Event description:
On (B) (6) 2010, the pt underwent an abdominal aortic aneurysm repair with gore excluder aaa endoprostheses. During ballooning of a trunk-ipsilateral leg component with a coda balloon, the proximal neck of the aorta ruptured. The physician implanted a gore excluder aaa endoprosthesis aortic extender component to seal off the rupture. A cat scan performed post-operatively showed no signs of extravasation, and the pt tolerated the procedure. The physician attributed the aortic rupture to the small area of ulceration located on the proximal neck where the trunk-ipsilateral leg component was placed. No calcium or thrombus was noted in the proximal aortic neck.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.